Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. One sample and three photos were provided to our quality team for investigation. Upon inspection, it was observed that the sample is filled with unknown black dust-like particulates outside the fluid path within the package. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path internal to package defect is associated with the packaging process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4325526. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309695. Batch # 4325526. It was reported that the bd luer-lok has foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Customer reported that they received the below items with black substance inside of the package. Material #: 309695 2cs. Lot#: 4325526. Cif# (B)(4). Cah po 4532345477. Additional customer response on (B)(6) 2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 01-24-2025.